Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6 the device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined to be the malfunction of the emergency light. Additionally, the igniter board and power supply unit failed which caused the main lamp to intermittently ignite.

Manufacturer narrative:
It was further reported by the customer that the bulb simply went dim and the olympus sales representative was contacted regarding the replacement. It was determined that the unit had switched to the emergency bulb and had triggered a process that would not allow the unit to function automatically after the bulb was replaced. Therefore, the unit will need to be sent in for repair. The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to an olympus representative the visera elite xenon light source main lamp and spare lamp does not ignite. The event occurred during preparation for use. No patient harm was reported.